Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sv 3.1e. On aug 27, 2021 customer returned pump for an alleged damaged battery compartment. Pump received with multiple cracks on the case and damage battery compartment. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. Broken battery tube threads, cracked belt clip slot, cracked reservoir tube lip, cracked case at the display window corners, cracked lcd, stained end cap sticker and stained address/serial number label.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.